Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number.

Event description:
A customer reported receiving "scan again in 10 minutes" messages upon scanning the adc device. Due to this, the customer was unable to obtain readings while they felt lightheaded. The customer reported they experienced a loss of consciousness, but was able to self-treat with a caramel bar, drink, and chocolate bar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving "scan again in 10 minutes" messages upon scanning the adc device. Due to this, the customer was unable to obtain readings while they felt lightheaded. The customer reported they experienced a loss of consciousness, but was able to self-treat with a caramel bar, drink, and chocolate bar. There was no report of death or permanent impairment associated with this event.